Event description:
It was reported that a peritoneal dialysis (pd) patient was constipated, has peritonitis, and possible fibrin. Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, medication records, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of fibrin, constipation, and peritonitis. The etiology of the patient¿s peritonitis is unknown; therefore, causality could not be determined. However, based on the intake documentation the patient continues to utilize the same liberty select cycler. It should be noted that limited clinical follow-up information precluded a more comprehensive clinical investigation. Those individuals undergoing pd for rrt (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or manufacturer specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was constipated, has peritonitis, and possible fibrin. Subsequent attempts to obtain additional clinical information (e.g., causality, hospital records, discharge summary, medication records, patient demographics) were unsuccessful.